Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure in which a nonrechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.